Event description:
Device was used to clamp vessel and duct, however, the clips did not close. Five to six clips were tried and none of them closed. There was no pt consequence. Unk how case was completed.